Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5524 lead, (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had recurrent sepsis. The implantable pulse generator (ipg) and leads were explanted. It was also reported that the right ventricular (rv) lead only had the proximal portion explanted. The mid lead to distal rv lead portion was left in and was attempted to be snared but was unsuccessful. Interventional radiologist evaluation is pending. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were identified that required full analysis.